Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: model 693558, implantable tachy lead, implanted (B)(6) 2010; model 5076-52, implantable pacing lead, implanted (B)(6) 2010; model 419688, implantable pacing lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the battery on the device depleted early. The device was explanted and replaced. No patient complications have been reported as a result of this event.